Event description:
Urine pregnancy test came back faintly positive. Patient went for bloodwork after appointment to confirm and hcg was negative. When we've been reading the pregnancy test at 3 mins, there is faint line that is present; this line tends to fade ~4 mins. The lot number for all of these tests is 0000972721 & expiration is 2/19/2027. Emailed the rep [redacted] to notify of the event initial contact for product mfg/model. Manufacturer response for point of care urine pregnancy test, (brand not provided) (per site reporter).